Event description:
Mantis kit was booked by fellow, for case on the saturday. He had reviewed the kit and surgical technique on the friday and confirmed he wanted to use it. Planned case was a t9-l4 stabilization for tumor. He was aware of this being outside equipment indications. Neural monitoring was offered and recommended on numerous occasions pre-op but declined. Operative technique was modified by surgeons to include use of sharp k-wires to mark pedicles before draping. All screws were inserted by surgeons, and pt returned to recovery. On waking, pt had bilateral lower limb parasthesia. Pt was found to have right t9 pedicle screw compromising central canal. Pt was returned.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, results, and conclusion codes will be made available following engineering evaluation.